Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow right coronary artery. On (B)(6) 2015, the patient presented with precordial discomfort. Therefore, on (B)(6) 2015, a 3.5 x 28 mm, a 3.5 x 33 mm and a 3.5 x 38 mm xience xpedition stent were implanted and overlapped each other slightly. The patient was then discharged on (B)(6) 2015. On, (B)(6) 2017, the patient was re-hospitalized for physical weakness. Aspirin and clopidogrel were administered and the patient was discharged on (B)(6) 2017. The relationship between the event and the devices is unknown. No additional information was provided.